Event description:
Patient developed fistula after 2004 ventral hernia repair. Mesh was removed and wound left open for one year. In 2005 mesh was placed in infected area and patient died 24 hours later. Incident not reported by hospital. Family complained to new york state department of health.